Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Product was returned for investigation. Data logs shows that after 1 day of implant, the contrast and signal not reliable was spread and "impella position unknown" alarms were observed. After 13 days several "impella position in aorta" alarms were noted. Console software version was 11.1.1 during time of use. There was no variation or impact to optical signal 5s parameters. Patients condition was also deteriorating as per the clinical information provided. The placement monitoring was disabled and the alarms were not seen after that. Therefore, as per the clinical information provided, the root cause of the optical signal issue was patient condition related to false alarm. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The us complainant had placed a 5.5 pump for support of a patient with history of cardiomyopathy and cgs. The pump supported the patient despite loss of placement signal and optical signal issues. The patient was weaned from the impella and the device was explanted.